Event description:
The patient reported that during the load cartridge step, insulin was pushed out of the cartridge.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation revealed contamination in the force sensor assembly and an out of calibration force sensor. During testing, the pump load step did not detect the filled cartridge. Unrelated to the complaint, the battery compartment was cracked and corrosion was observed inside. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. The display screen was found to be dim with a red tint. The up and ok buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction number: 2531779-03/24/2010-003-r.